Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was returned not deployed. The device ran for 53 pulses, 43 of which were first prime. The download data saw no timeouts or alarms, but a drive stall at the end of activation. The device was reset and paired with a pdm. During delivery of a 5u bolus, it was observed that the hook talon failed to detent. The ratchet retainer pins were also observed to be incorrectly installed, but it is not confirmed whether the pins contributed to the talons' failure to detent. Due to the hook talons failure to detent, the device did not deploy the needle as intended.